Manufacturer narrative:
At this time, the device has not been returned to medtronic. If the device is returned or further information received, a follow-up medwatch report will be sent.

Event description:
The hcp reported that while attempting to place a bravo ph monitor, the capsule would not release from the delivery system. The physician was able to remove the delivery system and it was noted that there was tissue present on the capsule pin. The procedure was completed using a second delivery system and capsule. No adverse effects to the patient or medical interventions were reported.